Event description:
The customer reported that the device failed the extended self test with an error code 20004. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.